Event description:
It was reported that the pump exhibited an invalid syringe message. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified invalid syringe alarm. During functional testing using the flow and occlusion test, the reported issue was unable to be duplicated. The size calibration was in factory specifications. The root cause of the issue was customer induced via the customer's loading of an uncharacterized or unapproved syringe. Replaced size pot as a preventative measure. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).